Event description:
Same case as MFR #: 2939204-2008-00432. It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion was located in the ramus artery. First the physician advanced the 2.0x15mm maverick2 balloon catheter to the lesion and inflated it to 12atms for twenty-two seconds. Then the physician inflated the balloon a second time to 8atms for forty-six seconds. The physician then moved the balloon catheter to the left main (lm) artery and inflated the balloon to 15atms for forty-eight seconds and then removed the balloon catheter from the pt. Then the physician preformed ivus in the lm. The physician then advanced a 4.0x8mm promus stent to the predilated lesion in the ramus and deployed the stent at 11atms for thirty-five seconds. Then the stent delivery system was removed. The physician then re-inserted the 2.0x15mm maverick balloon catheter and advanced it to the stent to post dilate. The balloon was inflated for twenty-two seconds on this fourth inflation and the balloon ruptured. There were no pt complications. The procedure was successfully completed with a 4.5x8mm quantum maverick balloon catheter. Pt status is reported as "fine".